Event description:
Screw packaging was opened and lower lid was stuck to upper lid so was not used.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
Screw packaging was opened and lower lid was stuck to upper lid so was not used.

Manufacturer narrative:
Corrected device evaluation based on additional information. An event regarding a concern visually with the packaging seal of a cancellous bone screw was reported. The event was confirmed. Method and results: device evaluation and results: the product and packaging was returned and a visual inspection was performed, indicating that there were no signs of damage to the inner or outer blisters. There was no evidence of sticking of the inner blister lid to the outer blister lid as reported in the event. The inner (B)(6) seal appeared translucent and was confirmed to be visually nonconforming. Tensile testing was performed and confirmed the sterile barrier to be acceptable per specifications. Nc pr was raised to address the issue. Medical records received and evaluation: not performed as it was reported that there was no patient involvement and no adverse consequences associated with the event. Device history review: there have been no reported discrepancies for the referenced lot. Complaint history review: there have been no similar reported events for the referenced lot. Conclusions: tensile testing was performed and confirmed the sterile barrier was acceptable per specifications. The investigation concluded that the inner (B)(6) blister packaging did not visually conform to specification. Nc has been initiated to address the noncomformance in which further investigation will be documented.

Event description:
Screw packaging was opened and lower lid was stuck to upper lid so was not used.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. The product and packaging was returned and a visual inspection was performed, indicating that there were no signs of damage to the inner or outer blisters. Additionally, there was no evidence of manufacturing defects or sticking of the inner blister lid to the outer blister lid as reported in the event. The event could not be confirmed. The investigation concluded that there were no signs of damage to the inner or outer blisters. Additionally, there was no evidence of manufacturing defects or sticking of the inner blister lid to the outer blister lid as reported in the event. This event could not be confirmed and therefore a root cause could not be determined.